Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au chemistry analyzer. After multiple interventions, the fse found the degasser assembly had malfunctioned. The fse replaced the degasser membrane and the degasser unit to resolve the issue. The fse verified system performance successfully without further issues. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported that they obtained erroneous low patient results with ¿g¿ flags for multiple chemistry analytes which includes na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide), glu (glucose), cre (creatinine), alt (alanine aminotransferase), alp (alkaline phosphatase) and "urine csf (albumin with)" flag on their dxc 700 au chemistry analyzer. The erroneous results were not reported out of the lab. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event. Per the dxc 700 au chemistry analyzer IFU (instructions for use) b71495af > chapter 7 flags > g flag represents: result is lower than the analytical measuring range. Flag represents: reagent lot number used for sample analysis is different from the lot number used for rb (reagent blank)/calibration.